Event description:
Philips received a complaint from customer biomed reporting a power supply issue on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and confirm there were no dc volts going to the power management (pm) printed circuit board assembly (pcba). The be reported the ac power going into the unit was good, but the dc power going to the pm pcba read 0 volts. The rse provided the part details for a power supply replacement. A philips authorized service provider (asp) reported the issue was resolved by replacing the power supply. The device was verified as operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.